Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump had moisture damage found on motor also. No black or blue screen anomaly noted. The insulin pump received with cracked battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed motor error during prime. The blood glucose level was not included in the report. Nothing further reported.